Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown mg/dl. The customer is calling second time regarding low battery. The customer is calling back because replacement battery cap did not resolve the issue. The battery did not last more than one week. The customer was advised that the device would be replaced. The customer was instructed to return pump with battery cap and batteries intact and to zero out basal rates.